Event description:
It was reported that when the devices with reload cartridges were used during a colon resection, the devices locked out. Another device was used to complete the case. There was no consequence to the pt. The devices were discarded.